Manufacturer narrative:
Results: the indigo system aspiration catheter 6 (cat6) was kinked in multiple locations throughout its length. Conclusions: evaluation of the returned device revealed the cat6 was kinked in multiple locations throughout its length. This damage may have occurred due to forceful handling of the cat6 during removal from the packaging or preparation for use. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
During preparation for a thrombectomy procedure, the technologist noticed that the indigo system aspiration catheter 6 (cat6) was kinked along its shaft upon removal from the packaging. The kinked cat6 was found prior to use and therefore, was not used for the procedure. The procedure was completed using a new cat6.